Event description:
It was reported to medtronic neurosurgery that the tube on the external drainage device was broken.

Manufacturer narrative:
The product was not returned to the manufacturer as it was discarded at the hospital. Therefore an evaluation of the device was not possible. No impact to the patient was reported. A review of the manufacturing records showed no anomalies.